Event description:
A customer reported encountering an altitude alarm on their pump. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised by technical support to use multiple daily injections as a backup insulin therapy. A replacement pump was sent to the customer with updated software, and they were provided instructions on how to store and return the defective pump. The customer acknowledged and understood all instructions given by technical support.